Event description:
Patient due for carboplatin infusion. Nurse picked up carboplatin on secondary tubing from chemotherapy bag and went to get a second nurse check when realized chemotherapy was leaking onto nurse's body. Upon inspection of secondary tubing, the tubing directly below the drip chamber was severed/broken off. Pharmacy was notified and spill kit obtained while nurse exposed showered. Rn (registered nurse) followed up with employee health.